Event description:
It was reported that the patient implanted with this insertable cardiac monitor (icm) exhibited an infection. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported.